Manufacturer narrative:
Batch review performed on 17 january 2019: lot 170994: (B)(4) items manufactured and released on 12-jul-2017. Expiration date: 2022-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 3 months after primary surgery, complaining of pain caused by a loose cup. The surgeon revised the cup, head and liner and the surgery was completed successfully.